Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV with complaints (possibly rupture)". The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV with complaints (possibly rupture)". The device status is unknown. This relates to the right side.

Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV with complaints (possibly rupture)". The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.4., b.5., b.6., d.6b., h.6.